Event description:
Customer stated that when a second infusion of levoquin (500ml bag) should have finished, the bag found half full. A large bubble was found below the pump (the amount of air: one inch of air, one inch of fluid and then another inch of air) and the pump did not alarm. The primary was 1000ml bag, one hanger was used to lower the primary. Customer stated their IV poles are already lowered on one side, so one hanger is all that is required. The pc unit was not sequestered. The pump module has been returned for investigation. Event tubing was not saved. Materials management reported that the primary set they use is model 2420-0500 and the secondary is model 72213n. There was no report of pt harm and no medical intervention required. Although requested, no additional pt or event info was provided.

Manufacturer narrative:
(B)(4). The device has been received but the eval has not yet begun. A f/u report will be submitted once the failure investigation has been completed.